Manufacturer narrative:
Block e1: initial reporter phone: (B)(6) exceeded character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation during removal. Block h11: investigation results. The returned flexima biliary stent was analyzed, and visual and microscopic evaluations noted that the stent barbs were in good condition, with only scratches observed on the stent. No other problems with the device were noted. A labeling review was conducted, and based on the condition of the returned device, it was determined that the device was not used in accordance with the instructions for use (IFU)/product labeling. The IFU states: "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent" however, it was reported that the stent was already damaged on the proximal side during unpacking, yet it was still used during the procedure before being discontinued. The device was removed using grasping forceps after the proximal side had already been damaged. For this reason, the event was categorized as failure to follow instructions. The reported event of stent material deformation could not be confirmed. This conclusion is considered acceptable because the analysis of the returned device did not identify evidence supporting the alleged issues; the stent barbs remained in good condition, and there was no objective evidence or descriptive detail confirming the reported deformation. The scratches observed under microscopic inspection are most likely attributable to procedural factors, such as handling during the procedure. Therefore, the most probable root cause of this complaint is classified as no problem detected.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the common bile duct during a stent placement procedure for suspected bile duct cancer on (B)(6) 2025. During the procedure, the duodenal flap bent significantly backward, creating a risk of migration, so the device was discontinued. The orange cover was used during insertion into the endoscope. Upon unpacking, the flap was already bent backward; despite this concern, insertion was attempted but ultimately discontinued. The device was removed using grasping forceps, causing additional damage to the proximal side of the stent. The procedure was completed using another stent of the same model. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. It was reported that the stent was already damaged on the proximal side during unpacking, however, it was still used during the procedure. Per the instructions for use, "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent."

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the common bile duct during a stent placement procedure for suspected bile duct cancer on (B)(6) 2025. During the procedure, the duodenal flap bent significantly backward, creating a risk of migration, so the device was discontinued. The orange cover was used during insertion into the endoscope. Upon unpacking, the flap was already bent backward; despite this concern, insertion was attempted but ultimately discontinued. The device was removed using grasping forceps, causing additional damage to the proximal side of the stent. The procedure was completed using another stent of the same model. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. It was reported that the stent was already damaged on the proximal side during unpacking, however, it was still used during the procedure. Per the instructions for use, "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent."

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent material deformation during removal.